Event description:
It was reported that customer experienced tandem mobi cartridge alarm that occurred outside of cartridge loading and prevented continued insulin delivery with original cartridge. Customer¿s blood glucose level had no adverse impact. Customer initially removed cartridge and successfully delivered a test bolus, then loaded a new cartridge with assistance from technical support and was able to resume insulin therapy, and clinical support recommended pump replacement with instructions for customer to place pump in storage mode, return pump properly, and continue on current pump until replacement arrived or use backup plan if needed.